Manufacturer narrative:
Section d4: correction. Section h3: additional information . Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the log file, but not reproduced. A review of the log files spanned approximately 20 days (B)(6) 20 ¿ (B)(6) 20 and (B)(6) 20 ¿ (B)(6) 20, per time stamp. The backup battery fault alarm activated on (B)(6) 20 at 19:33 and (B)(6) 20, at 22:55 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. When the load test failed, the loaded voltage measured 11.3v and the unloaded voltage measured 12.17v. The alarm was intermittently active for the remainder of the log files. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The provided information indicated that performing a self-test did not clear the alarm. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recurrent back up battery fault alarms that were unable to be cleared by self test. No damage noted to battery pins or wiring ribbon inside of controller. The 11v emergency backup battery was exchanged but the alarms continued. After much troubleshooting and frequent backup battery faults, the controller was exchanged.